Event description:
It was reported that during a stenting treatment procedure stent deployment issue and foreshortening occurred. The lesion being treated was located at the bifurcation of the severely calcified left anterior descending and diagonal arteries. An unspecified promus element stent was "badly deployed". The physician performed kissing balloon technique. After the kissing balloon inflation it was noted that the promus element stent had foreshortened. No further intervention was performed. No patient complications were reported and the patient's status is fine. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).